Manufacturer narrative:
This device was located in the psych ward of a hospital, and was configured to have a lock-out function on the controls, intended to prevent patients from moving the components on their own. The user facility admitted this function was turned off, and therefore the patient was able to use the controls. No malfunction was alleged.

Event description:
It was reported that a patient was found expired next to the spirit select bed. It was reported that the patient intentionally caused self harm by allegedly raising the head end of the bed, sticking his neck in the metal frame, and pressing the buttons to lower the head end of the bed. No malfunction of the product was reported by the facility.